Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.3, lab: 1.8. Pt also reported that she recently got a result above 5.0 inr, but no correlation info was available.

Manufacturer narrative:
Investigation pending.